Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 3 had failed and the sensor did not recognize whether the drawer was open or closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was repeatedly failing, and the sensor did not recognize when it was open or closed. The field service engineer (fse) found that the red latch was scraping against the black plastic base, preventing it from locking properly. The fse removed approximately 2 centimeters of the black plastic to eliminate the obstruction. After the adjustment, the red latch no longer scraped the plastic. The drawer was tested using the hardware test application and passed all tests. The customer verified that the drawer was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 3 had failed and and the sensor did not recognize whether the drawer was open or closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.